Event description:
Sterile extension set -14 inch- from churchill medical systems inc. Product lot # 803011. When the rn opened, the package she found the extension set was cut in half, the package was still intact. The rn was able to do the infusion without the extension set.